Manufacturer narrative:
One unknown zimmer screw was not returned for investigation. Therefore, visual inspection could not be performed and the investigation will be of the available information. Per: pre-existing conditions noted in the complaint ¿ patient was a smoker and bruxer. The reported device was located on tooth # 14 and had been in use for > 3 years when the reported event occurred. DHR review: DHR review could not be performed for the screw as the item and lot number was unknown. Complaint history review: a complaint history review could not be performed for the screw as both the item and lot number were unknown. Post market trend review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported event (loosening) or product (unknown screw). Malf/event: based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). 510(k) number is unknown since item and lot number were not provided.

Event description:
It was reported that at some point the abutment had become loose and the restorative dentist retightened it.